Manufacturer narrative:
Received 1 opened dispoz a bag. The visual inspection noted that the leg bag was caught in the seal of the package, and had been cut. The leg bag had sign of the cut caused by the ffs machine. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- sterile unless package is opened or damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging was allegedly unsealed. The complainant stated that there appeared to be a cut in the side of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging was not sealed. The complainant stated that there was a cut noted in the side of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging was allegedly unsealed. The complainant stated that there appeared to be a cut in the side of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packaging was not sealed. The complainant stated that there was a cut noted in the side of the bag.